Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced runs of ventricular tachycardia and dypsnea on exertion. It was further reported that the implantable pulse generator (ipg) exhibited inappropriate pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.